Event description:
The customer reported that the system left monitor went gray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.